Manufacturer narrative:
The subject identifier has been updated and the event date of onset has been updated to (B)(6) 2019. The details of the adverse event have been updated to reflect new information provided by the clinical site on (B)(6) 2021 that the restenosis of treated segment (target lesion) was submitted together with information on the target lesion revascularisation which involved drug coated balloon/drug eluting balloon (dcb/deb). There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the biomimics 3d european post-market observational study on (B)(6)2017. The subject was treated with a 6.0 x 80mm biomimics 3d stent to treat a de-novo occlusion of the sfa middle to distal third of the left leg. On (B)(6)2019, a restenosis of treated segment (target lesion) was identified. It was reported as "definitely related" to the device and "not related" to the procedure. Target lesion revascularisation involving a drug coated balloon/drug eluting balloon (dcb/deb) was required and took place on (B)(6)2019. The outcome of the event is reported as resolved with sequelae. The device remains implanted.

Manufacturer narrative:
The event of amputation planned is not related to the device or procedure, however as a target lesion revascularisation was conducted involving the treated segment, the event is being reported to FDA. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest the device caused or contributed to this event. This subject was enrolled in the biomimics 3d post market observational study on (B)(6) 2017. The index procedure took place on (B)(6) 2017 and involved treatment of a denovo occlusion of the superficial femoral artery (sfa) middle third to distal third in the left leg. One biomimics stent was implanted. A subsequent event was reported to veryan as "amputation (planned)" on (B)(6) 2020, and was described as not related to the device or procedure but related to an intercurrent condition. The planned amputation was described as "toe 1 left". It was identified that the event (amputation planned) was also linked to a target lesion revascularisation involving drug coated balloon / drug eluting balloon (dcb/deb). The dcb/deb was of the sfa proximal to middle third in the left leg. A non biomimics drug eluting stent had also been inserted in the sfa proximal third to middle third on (B)(6) 2018 following treatment of an occlusion. As the target lesion revascularisation with dcb/deb occurred it is for this reason this tlr is being reported. There is no causal relationship between the biomimics 3d device and the event of "amputation (planned)". The event is described as resolved and the patient has recovered. The device remains implanted.